Event description:
Caller reported a malfunction on the pump, with malfunction code malf 12 displayed, which recurred even after resetting the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and decided to replace it, advising the use of multiple daily injections (mdi) as a backup therapy. The replacement pump will have updated software, and the caller was instructed on procedures for receiving and returning the problematic pump, acknowledging all guidance provided.